Manufacturer narrative:
Returned handle was disassembled and examined visually. Inner locking ring had been dislodged from channel, preventing the locking sleeve from pressing on ball bearings and removing the load from the internal spring. Additional mdrs associated with this event: 3025141-2017-0258: screw 1; 3025141-2017-0259: screw 2; 3025141-2017-0260: screw 3; 3025141-2017-0261: screw 4.

Event description:
During an orthopedic surgery, four screws and a driver broke.